Event description:
When the trocar was removed from the surgical site, the tip and safety shield disengaged into the pt cavity, requiring longer operating time to retrieve the two components and complete the case without further incident. Pt status: no pt injury reported.